Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. This report is for one (1) unknown radial stem. Part#, lot# and UDI # is not available. Device is not reported to have explanted yet. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown radial stem. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, patient underwent initial surgery and was treated with radial head implants. On (B)(6) 2016, upon a routine follow up appointment, it was found via x-rays that the stem of the implant appears loose. There are no complaints from the patient at the moment. Concomitant device reported: unknown radial head (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown radial stem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.